Event description:
Additional information became available that this lead was explanted as a result of the clinical observations previously reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing, out-of-range (oor) low pacing impedances and pauses in pacing in both the unipolar and bipolar configuration. The arrhythmia logbook (al) is completely full of oversensing events. The patient is symptomatic and is feeling pretty poor. There are plans for a future lead revision procedure. The lead remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--